Event description:
It was reported on (B)(6) 2012 by the patient's physician, that high impedance, greater than 10,000ohms was observed upon interrogation of the patient's generator on (B)(6) 2012. The physician indicated that the last known good diagnostics were from (B)(6) 2011 with 2116ohms. He reported that he decreased the output current to 1.5 ma, but did not disable the device as patient was not experiencing any adverse events. The patient did report tripping a couple of weeks prior, but that the patient and his father did not think that he landed in a fashion that would damage the generator or lead. X-rays are not likely going to be performed as the physician feels that the patient needs a new lead regardless and doesn't want to drag out the process in any way. Revision is likely but has not occurred to date.

Event description:
Attempts for product return have been unsuccessful to date.

Event description:
The patient underwent revision surgery on (B)(6) 2012. Attempts for product return are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.